Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the device to deliver flow was observed. The device's transition tube was found to be twisted. The device's flow sensor assembly was replaced to address the issue. The device had evidence of physical damage.